Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery. The 3.0 x 18 mm xience alpine stent delivery system (sds) was advanced onto the balance middleweight (bmw) universal guide wire; however, resistance was met, and the devices became stuck together. The sds was pulled in an attempt to remove it from the guide wire, but the proximal shaft separated outside the anatomy. The devices were removed and a new xience alpine and unknown guide wire were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The 3.0 x 18 mm xience alpine stent referenced, is being filed under a separate medwatch report #.